Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator power cord burned or melted into the wall. The patient was not sure what happened. The communicator was unplugged. There were no reported storms or power outages. A boston scientific company representative advised sending a new communicator and a communicator cellular adapter. No adverse patient effects were reported. The product is no longer in service.